Manufacturer narrative:
The reported event of failure to sense was not confirmed. The device was received above elective replacement indicator (eri) level. Electrical and mechanical analysis performed indicated normal functionality. Further analysis, including sensing test, were performed and no anomaly was found. Longevity assessment was performed, and the device was within normal range of operation. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the patient presented for interrogation post procedure. It was noted that the implantable cardiac monitor (icm) failed to sense, could not measure the r wave, and no visible markers were seen. The icm was explanted and replaced on the same day. The patient was in stable condition.